Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. The site engineer evaluated the device and determined that the issue was due to an aged battery, which was subsequently replaced, restoring the device to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was aged battery. The site engineer replaced the battery to resolve the issue.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the device would not power on. There was no patient involvement.